Event description:
An ophthalmologist reported that performing an intraocular lens exchange for a pt that complained of visual distrubances following cataract surgery. A yag capsulotomy was performed in september 1999 without relief of symptoms. The lens was exchanged 12/09/1999 with relief of symptoms. The visual acuity without correction is 20/20, and pt is doing well.